Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in ireland: "underinfusion" customer statement: "under infusion in oncology on (B)(6) 2022 at around 11:00 a.m. Infusomat running for 1hour at 264ml/hr for bag of volume of 264ml. Reported as approximately half bag left upon end of infusion alarm. Different pump used to complete infusion."

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at b. Braun melsungen ag, melsungen, germany: 1. General information: complaint: (B)(4). 2. Information to the sample: 2.1 model: infusomat space; 2.2 article number: 8713050; 2.3 serial number/batch: (B)(6); 2.4 software version: l030003; 2.5 hours of operation: 21567 hours; 2.6 further information: n/a. 3. Investigation results: 3.1 history inspection: the device history files were read out and analysed. The history files at (B)(6) 2022 (specified date of the incident given from customer) were investigated. At (B)(6) 2022 11:35 am the vtbi was set to 264 ml and the time to 01:00 hours. A few seconds later the infusion was started. At 12:35 pm the set vtbi was complete infused, act. Volume infused: 265,14 ml. The set values fit the act. Volume infused entries. No anomalies could be detected inside the history files. 3.2 visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the technical seal (353-01-070) on the lower housing were intact and undamaged. The p2 connector shows oxidized contacts. Furthermore, the device is in a clean state and no visible damage are to locate. 3.3 functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. 3.4 pressure inspection: in checking the downstream sensor, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. 3.5 flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,96%. The accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24. The device matches the required values and standards. All measured values are within our specification. 3.6 disassembling: during the investigation no faults could be detected. To investigate the inside of the device, only the upper housing was removed. No damage or soiling could be found. 4. Judgment: 4.1 the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.